Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. Charge and boot testing was performed and passed. A review of the share log was performed and there was no data within the investigation window. Receiver functional testing was unable to be performed. The receiver case was opened, and the internal inspection passed. The allegation was undetermined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a unexpected receiver shut-down occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.